Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and prime anomaly due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was squirting out insulin during the manual prime. The pistion continued to move forward after the reservoir made contact. The insulin pump had not been dropped or bumped and was not exposed to water. No numbers appeared on the screen and no beeps were heard during the prime. The blood glucose reading was 7.2 mmol/l.